Event description:
It was reported that this patient experienced a collapse after an episode of dizziness and presented to the hospital. Upon device data review, over-sensed noise from the competitor's right ventricular (rv) lead was noted. This over-sensing resulted in pacing inhibition and was reproducible with provocative maneuvers. It was noted the physician elected to not perform a rv revision procedure and elected to reprogram the device sensitivity. Diagnostic imaging was also performed and no physical damage was noted. Boston scientific technical services was contacted and recommended close remote monitoring if a rv lead revision is not performed. The physician elected to continue with close monitoring and at this time, the system remains implanted and in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).